Event description:
Patient was implanted on (B)(6) 2025, went to the ER the next day with severe pain in the abdomen over the site where the leads were placed. Dr. (B)(6) turned off the device, and the patient reported to feel better. At follow up visit on (B)(6) 2025 device was turned back on at lowest settings, patient stated that sharp pains returned. Patient requested immediate removal of device. Dr. (B)(6) removed the device (B)(6) 2025. Patient is reported to being feeling better with no pain in abdomen.

Manufacturer narrative:
Patient had severe pain and requested device be explanted. Explanted device was disposed of onsite - no analysis possible. No further action to be taken.